Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an interrogation of the device at clinic showed that device measurements were within normal limits. A cardiac magnetic resonance imaging (MRI) was planned. No other action was taken and the device remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was not allowing them to sleep. The patient was experiencing a headache, pounding of the heart and reportedly had high blood pressure and a blackout. The pounding of the heart that the patient was experiencing used to be caused by a thyroid issue but the patient was told by their physician that their thyroid was now fine. The ICD remains in use. No further patient complications have been reported as a result of this event.